Event description:
Boston scientific received information that this right atrial (ra) lead was displaying undersensing with a suspected loss of capture (loc). This patient has chronic atrial fibrillation (af) but is experiencing dizziness/lightheadedness and shortness of breath that possibly are related to the loss of capture. In addition, the pacing impedances on this lead are low. Boston scientific technical services (ts) discussed that this appears to be a lead issue and advised to closely monitor the lead. The lead at this time remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.